Event description:
It was reported that this implantable defibrillation lead exhibited a gradual increase in pacing impedance measurements from 800-850 ohms approximately six months ago. Recently, it was noted that the pacing impedance measurements were high and out of range. Threshold measurements were also noted to be intermittently high. The patient had been in an atv accident around the time of the gradual increase in measurements. A subcutaneous implantable cardioverter defibrillator (s-ICD) is being considered to replace the transvenous system. No adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual increase in pacing impedance measurements from 800-850 ohms approximately six months ago. Recently, it was noted that the pacing impedance measurements were high and out of range. Threshold measurements were also noted to be intermittently high. The patient had been in an atv accident around the time of the gradual increase in measurements. A subcutaneous implantable cardioverter defibrillator (s-ICD) is being considered to replace the transvenous system. No adverse patient effects were reported. Additional information was received indicating this lead was surgically abandoned. An s-ICD system was successfully implanted. No additional adverse patient effects were reported.